Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a falsely elevated tobramycin_2 patient result. A siemens customer service engineer (cse) has verified the dilution probe pipette (ddp) and sample probe pipette (ssp) alignments to the cuvettes. Quality control results were within acceptable ranges at the time of the event. Siemens is investigating.

Event description:
A discordant, falsely elevated tobramycin_2 result was obtained upon repeat on a newborn sample on an advia chemistry xpt instrument. The patient's initial tobramycin resulted low (below the assay measuring range), so the customer repeated the same sample two more times, resulting low. The lower tobramycin_2 result was reported to the physician(s) as the correct result. There are no known reports of adverse health consequences due to the discordant, falsely elevated tobramycin_2 result.

Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00421 on 18-nov-2019 for a discordant, falsely elevated tobramycin_2 patient result. Additional information (21-nov-2019): siemens was informed that the physician was expecting a result of < 0.5 ug/ml additional information (04-dec-2019): siemens has reviewed the information provided. The customer initially recovered a result (k) flag which is consistent with a result below the calibrator low range (<0.4 ug/ml). The original sample was repeated and recovered a discordant value of 2.5 ug/ml. Additional repeats recovered values consistent with the original result. Calibration was within conformance and quality control (qc) results recovered within the customer established ranges. A reviewed of the instrument printouts and instrument filter-data associated with the discordant result indicated elevated absorbance readings following reagent 1 and sample addition to the reaction cuvette. Potential causes may include an atypical reagent 1 or sample addition as well as pre-analytical sample handling. A service engineer went on-site and completed dilution probe pipette (ddp) and sample probe pipette (ssp) alignments which are a part of normal troubleshooting. The customer has not reported any additional discordant tobramycin_2 results. The customer is operational. No product non-conformance was identified. The instrument is performing within specifications. No further evaluation of the device is required.